Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the catheter got separated when removing the wire and catheter both in patient body.". A surgical operation was performed to remove the separated part of the catheter from the patient. The patient's condition was reported to be fine.

Event description:
It was reported that "the physician found the catheter got separated when removing the wire and catheter both in patient body." A surgical operation was performed to remove the separated part of the catheter from the patient. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed in the catheter in the form of biological material. The catheter body was separated into two pieces. Visual examination of the proximal portion of the catheter confirmed that a complete separation had occurred adjacent to the juncture hub. The appearance of the separation point was jagged with clean edges. No evidence of stretching was observed. The appearance is consistent with damage resulting from the catheter being retracted back over the needle bevel after advancement. The distal portion of the catheter could not be visually inspected. The catheter body was separated 6.82mm from the base of the juncture hub. The catheter body inner diameter measured 0.027" which is within the specification of 0.027"-0.029" per catheter body extrusion product drawing. The catheter body outer diameter measured 0.036" which is within the specification of 0.035"-0.037" per catheter body extrusion product drawing. Therefore, the catheter wall thickness measured within specifications. The separated distal portion of the catheter could not be inspected due to the lost portion of the catheter. The proximal portion of the catheter was flushed with water using a lab inventory 10ml syringe and flushed as expected. No blockages or leaks were observed. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product details the correct technique for catheter insertion to mitigate damage to the device. The IFU also cautions the user "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a separated catheter body was confirmed through evaluation of the customer supplied photo and returned sample. Visual examination of the returned catheter confirmed that a complete separation had occurred in the catheter body adjacent to the juncture hub. The appearance of the separation point was jagged with clean edges and is consistent with damage resulting from the catheter being retracted back over the needle bevel after advancement. The distal portion of the catheter could not be visually inspected. The proximal portion of the catheter met all dimensional requirements and a device history record review did not identify any issues to suggest a manufacturing related cause. Based on the sample returned and inspection performed, the probable root cause of this issue could not be determined. Teleflex will continue to monitor and trend reports of this nature.